Manufacturer narrative:
Please retract this report, the same issue was previously reported as 2017865-2020-03767.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-04133. It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. Also, the right ventricular lead exhibited over-sensing of lead noise. No interventions were made at this time. The patient was stable and will continue to be monitored.